Event description:
Clinical adverse event received for reoccurring dislocation. Event is serious and is considered severe. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2009 date of revision: (B)(6) 2022. Date of event: (B)(6) 2019 (left hip). Treatment: revision; head, liner, and shell were removed.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. (B)(4) medical records ad 13 sep 2022, were reviewed by clinician. On (B)(6) 2022, the patient had a revision left total hip replacement to address anterior dislocation. The indications for surgery included instability. Depuy components were implanted during the procedure. The patient had developed spinal pelvic malalignment and subsequently had multiple dislocations of the left hip. Radiographs were noted to show excessive inversion of the cup. During the surgery the surgeon observed extensive metal staining of the synovium. Head/liner and cup were revised. (Part/lot page 3 of 4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.